Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. Customer's blood glucose was unknown at the time of incident. No further information was given.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome. The keypad connector was inspected and no anomalies noted. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and cracked battery tube threads.